Manufacturer narrative:
The t:slim pump user guide indicates to not remove or add insulin from a filled cartridge after it is installed on the pump. This will result in an inaccurate display of the insulin level on the home screen. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned .

Event description:
It was reported that the customer's fill estimate was inaccurate. Reportedly, the customer has been reusing the cartridge. No troubleshooting could be performed with tandem technical support since this issue occurred after refilling a used cartridge. There was no reported impact to the customer's blood glucose level.